Event description:
Indication: immunodeficiency, unspecified; combined immunodeficiency, unspecified. Mediation associated with use of pump: hizentra. Spouse reports that the spring associated with the freedom 60 pump (serial number and expiration date not provided) has failed. It clicks then shuts off. Pharmacy to replace pump. No interruption to therapy, missed dose or adverse event(s) reported due to product issue. Material sent to patient (pt) for return of pump associated with event. Pump availability for investigation dependent upon pt return. No further information (info).